Manufacturer narrative:
The esheath was returned to edwards for evaluation. Preliminary evaluation of the sheath revealed the sheath shaft had scratches, the distal tip was slightly damaged and sheath had a slight curvature. No kinks were observed. Investigation is ongoing.

Manufacturer narrative:
During additional visual inspection of the device, the liner was observed to be fully expanded. A liner tear was observed that was approximately 4¿ in length from the distal tip and a slight curvature was observed on the sheath shaft. No kinks were observed. Additionally, slight damage was observed at the distal tip and a small tip tear was observed in hdpe at the distal end. Scratches were also observed along the sheath shaft. Dimensional analysis demonstrated that the esheath liner thickness met specifications. No functional testing could be performed due to the sheath being fully expanded with a liner tear. Sheath shaft ¿ kinked, bent the complaint for sheath shaft kinked/bent was confirmed as a slight bend in the returned device was observed. The reported sheath shaft bend was most likely due to patient tortuosity. Furthermore, as mentioned in the training material, upon removal of the sheath shaft, some curvature of the sheath may be present and ripples along the seam are normal. Sheath distal tip ¿ split and sheath shaft ¿ liner torn the complaint for distal tip split was confirmed. Additionally, during evaluation of the returned device it was noted that the esheath liner was torn. Scratches along the sheath shaft were indicative of calcium buildup in the vessels. Calcification can damage the exposed portion of the sheath liner. Such damage could lead to cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Patient vessel tortuosity or sub-optimal insertion angles can lead to non-axial alignment during retrieval of the delivery system. In this case, the delivery system can potentially catch onto the distal end of the sheath or liner which result in sheath distal tip damages or a propagation of a liner tear upon removal. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld was 6.5mm, with mild calcification and moderate tortuosity. In this case, it was speculated by the physician that the sheath could have been a contributing factor to the vascular injury. Although the exact cause could not be confirmed, patient factors (calcification and tortuosity) and/or procedural factors (non-axial alignment during retrieval) may have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during a transfemoral tavr procedure, upon removal of the expandable sheath (esheath) the sheath tip was observed to have a small tear. The esheath appeared mangled - seam was bent due to patient tortuosity. No insertion difficulty was noted during the insertion of the esheath or delivery system. The patient suffered a dissection and a self expanding stent was placed at the right common iliac in order to repair the vessel. The vessel was ballooned and flow was observed to be good.